Event description:
Middle of the toothbrush keeps coming out and getting stuck in the toothbrush head - oral-b [device breakage]. Head comes looses [loose] while brushing - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the middle of the oral-b toothbrush kept coming out and getting stuck in the oral-b toothbrush head. Sometimes the oral-b toothbrush head came loose while brushing. No injury was reported. 15-apr-2023 follow-up via images: the suspect product lot was am13410736. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
21-jun-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Middle of the toothbrush keeps coming out and getting stuck in the toothbrush head - oral-b [device breakage]. Head comes looses [loose] while brushing - oral-b [device connection issue]. Case narrative: female consumer via e-mail stated that the middle of the oral-b toothbrush kept coming out and getting stuck in the oral-b toothbrush head. Sometimes the oral-b toothbrush head came loose while brushing. No injury was reported. 15-apr-2023 follow-up via images: the suspect product lot was am13410736. No injury was reported.